Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar "olisthe" (spinal stenosis). It was reported that intra-op, the set screw slipped. The product came in contact with the patient but was removed during surgery. No patient complications were reported as a result of the event.